Event description:
A physician reported a microsensor (ID (B)(4)) was inserted on (B)(6) 2022. On (B)(6) 2022, reoperation was performed and sensor was removed. After the surgery, the device was inserted and reconnected to the main unit, but it did not respond; therefore, another product was used.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h6, h10. The microsensor (ID 826631) was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the issue of the complaint has been confirmed. Catheter is cut 3.7cm from tip and internal wires cut and exposed. Catheter has severe kink 6.8cm from tip. Catheter labels are missing and serial number is unknown. No testing was possible. The root cause could be determined as a mishandling of the catheter.

Event description:
N/a